Event description:
It was reported that the device was not able to be interrogated. There was no pacing seen on the electrocardiogram and no magnet response. The device was explanted and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.